Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x150x130 innova¿ stent was advanced and deployed in the lesion. Angiography was performed and revealed that the stent has kinked. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.